Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that upon activation of the pod the patient felt the needle insert into the skin, but the cannula did not deploy and the pink slide did not move forward, indicating a needle mechanism failure occurred.